Manufacturer narrative:
Imdrf device code a15 captures the reportable event that the clip did not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the duodenum during a gastric fibroscopy procedure performed on (B)(6) 2024. During the procedure, when the clip was released, it did not detach from the catheter. Another clip was used to complete the procedure. There were no patient complications reported as a result of this event.